Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance log data shows varying impedance and spike increases for max a pace= 392 to 720 ohms range between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the atrial lead impedance is fluctuating much more than it should. The lead remains in use. No patient complications have been reported as a result of this event.